Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the right ventricular (rv) pacing lead was beyond the expected upper range. Analyst commented, no evidence of sensing anomalies. Right ventricular (rv) lead pace impedance steady at 450 ohms through (B)(4) 2014, rises out of range greater than 3000 ohms starting (B)(4) 2104.

Event description:
It was reported that a device alarm occurred along with an associated lead integrity alert (lia) that indicated right ventricular (rv) lead high impedance. Subsequent device interrogation revealed that the rv lead had high thresholds, no capture and high pacing impedance. Stress test revealed oversensing. Device settings for the rv lead were programmed to ¿off¿ and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.